Event description:
A patient with an end colostomy stoma located through the rectus abdominis was diagnosed with a recurrence of a (B)(6) parastomal hernia on (B)(6) 2010. The previous hernia was repaired with sutures on (B)(6) 2009. On (B)(6) 2011 during an open surgery, the defect was repaired. Veritas collagen matrix was affixed using protacks using a keyhole technique in an underlay fashion with an unilateral component separation. On (B)(6) 2011, the patient presented with cardiopulmonary arrest. The patient was intubated and CPR was performed, but ultimately the patient died of cardiopulmonary arrest. The physician stated that the patient's death was related to the procedure and not to the veritas collagen matrix implant.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was available.